Event description:
A discordant, falsely low testosterone result was obtained on a patient sample on an advia centaur instrument. The discordant result was reported to the physician(s). The sample was rerun and an additional sample from the same patient was run, and the results matched. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low testosterone result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse replaced the sample syringe, all pinch valves, and reagent probe 2. The fse then ran quality controls, which were within range, and precision on the quality controls. The cause of the discordant, falsely low testosterone result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.